Event description:
Patient presented to the clinic due to an inappropriate shock. A drop in the signal amplitude was observed. Oversensing was reproducible with arm movements. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A complete analysis could not be performed due to partial lead returned measuring 53cm from the connector pin.